Manufacturer narrative:
Do not cancel MDR. Upon further review, it was determined that this complaint record and its associated MDR remains valid.

Event description:
There has been no known impact on the patient. No further action has been taken.

Manufacturer narrative:
A device history record review was completed for provided material number 303129 and lot number 230201. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. Through examination of the pictures, a vial with a grey particle inside was observed. It is understood that the grey particle was from the vial stopper. As the needle product was not shown or provided for examination, the impact of the needle cannot be confirmed. Twenty (20) retained samples were obtained from the manufacturing facility for review. The retained samples were used to puncture a laboratory vial and no issues were identified. After puncture the needles were microscopically examined and no particles from vial stopper fragmentation were identified and all needle bevels were well formed. Based on the provided feedback, we understand an issue of needle coring took place. Taking into account the preventive measures and controls in place during the manufacturing process, it is unlikely that the coring was caused by poor or insufficient de-burring of the cannula. The vial stopper and the technique used to penetrate the vial may have had an implication in this event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle 18ga 1-1/2in blt fill nc tw shld had foreign matter I am writing to you due to two reported incidents, which we suspect are related to the loading needle " bd¿ blunt fill needle", the incidents are described below and photographs are attached: 1.- medication with national code 728879, when introducing the needle " bd¿ blunt fill needle" into the vial for reconstitution a detached rubber particle is observed inside the vial. 2.- empty depyrogenated vial, ep scientific supplier, when penetrating the container to make the reconstitution inside the vial, the nurse in charge of the process observes that there is a particle coming from the rubber inside the vial. Examining the technical data sheet of the product, in its description, it makes reference to the fact that this set is designed to avoid the release of rubber particles inside the container, which is why this management, committed to patient safety, has acquired it. The data of the needles used: needle bd¿ blunt fill needle 18g 1.2 x40mm lot 230201 cad 01/2028. Due to the need for continuity of care with safety for both the professional and the patient, and the consequences that these incidents could have caused, we would appreciate a prompt response to what happened.

Manufacturer narrative:
Correction: this complaint record is cancelled due to evidence that it is a duplicate complaint record. It has also been reported and captured in MFR report # 1911916-2024-00311.